Manufacturer narrative:
The c1535 micromark® ii tissue marker is indicated for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. The micromark ii tissue marker is a sterile, single patient use device comprised of a small stainless steel marker and a disposable introducer and applier. The introducer consists of a flexible tube, a distal ramp, and a lateral port. The applier consists of a flexible shaft, a deployment mechanism, and a handle. The marker is located at the distal end of the applier. One c1535 was received on june 1, 2017 and investigated on june 14, 2017. The device was received in fair condition. The marker deployment button, located on the handle, has been actuated indicating the marker has been deployed. Approximately .744 inches of the introducer shaft is missing. Wrapped up separately, was a small piece of the introducer shaft measuring approximately .287 inches. Returned with the c1535 was a mst11b probe that was used during biopsy procedure. No additional pieces of the introducer shaft was found inside the probe. Based on the pieces of the introducer shaft that were received with the c1535, there is approximately .457 inches unaccounted for. A root cause cannot be determined. However, based on the instructions for use, the following could cause or contribute to reported event. · significant force to the applier handle when inserting device into probe for deployment. · removing the device independently from the probe when significant resistance is encountered. · twisting or kinking of the applier shaft. Follow up with the treating physician indicated that post deployment images did not show any fragments of the device remaining the patient. However, as the occurrence has the potential to result in patient consequence with the need for surgical intervention or other form of treatment, should fragments have been transferred to the patient and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that after sampling tissues, the doctor deployed the clip successfully. When the doctor pulled the c1535, the tip of flexible introducer was broken. It is not sure that the broken tip may be present in the body. The doctor did not receive the determination of the pathological specimen. The patient will visit the hospital (B)(6) 2017.